Event description:
On (B)(6) 2009, the pt reported she finds "pockets" of air in her tubing which she primes out. Courtesy infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.